Manufacturer narrative:
The explanted valve was not returned for analysis. The complete manufacturing and material records for the solo smart heart valve, model icv1248, s/n (B)(4), were pulled and reviewed by quality control at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model icv1248) solo smart heart valve at the time of manufacture and release.

Event description:
The manufacturer was notified on (B)(4) 2016 of the following: a solo smart size 23mm was implanted in the patient and in the intra-operative tee, a mild ai was detected. The solo smart valve was explanted.